Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had missing segments partials display due to cracked and bleeding lcd glass. Also unit had minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the insulin pump was missing a line of characters and had a partial display. No further information reported.